Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the 25 gauge probe had no laser output during three surgical procedures. The cases were completed using a 20 gauge probe, which required the surgeon to use one suture. Current pt status is unk. Add'l info has been requested.